Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for and unknown indication for use. It was reported that the patient called the rep today and stated that they had an infection near their battery site. There were no known factors related to the reported issue. No diagnostics or troubleshooting was performed. The told the rep that their doctor had put them on antibiotics and thought the issue was cleared up. The patient stated that they discontinued the antibiotics recently as they thought it had cleared up but stated that the infection near the battery site was back. It was reported that antibiotics were prescribed again and the patient was going to be seen by their doctor again on friday, (B)(6) 2019. The issue had not yet been resolved. It was unknown how long ago the infection developed near the battery site. The rep indicated that after the patient had their appointment, they would follow-up to see if any surgical intervention is needed. No surgical intervention has occurred and it is unknown at this time if surgical intervention will be needed. The event occurred on (B)(6) 2019. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the health care provider (hcp) had started the patient on IV antibiotics. No further complications were reported.